Event description:
The customer reported to olympus that there were defects in the bending section cover while using the evis lucera bronchovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and the connecting tube was found to have coating peeling (1mm2 or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the connecting tube that was found to have coating peeling (1mm2 or more), additional evaluation findings are as follows: due to a pinhole in the bending section cover, water tightness was lost; the adhesive on the bending section cover had a chip, the control unit was sticky due to water leakage, the electrical connector had corrosion due to water leakage; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; an abnormal sound was made due to damage of the angulation lever, the connecting tube had a dent, the universal cord had a dent and was scratched, and the protector of the universal cord on the suction connector side had a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The following warning is given in the instructions for use "chapter 3 preparation and inspection 3.2 inspection of the endoscope". "[Inspection of endoscope] 5. Cracks, dents, bulges, edges, scratches, holes, protruding metal wires from the inside, projections, slacks, deformation, bending, floating resin, peeling, peeling, etc. Visually check that there are no abnormalities such as foreign matter adhering or missing parts. 6. Grasp the insertion tube lightly with your hand, slide it in both directions along its entire length, and check with your hand that there is no catching on the entire circumference. Also make sure that the insertion site is not unusually hard. (See figure 3.4). 7. Visually and by hand confirm that there are no abnormalities such as abnormal slack, bulges, scratches, holes, etc. In the covering material of the curved part. 8. Lightly grip the center and 20 cm from the tip of the curved part with your fingers, push and pull lightly, and check visually and by hand that there is no backlash. 9. Confirm that there are no scratches, chips, dirt, or gaps around the lens on the lens at the tip of the endoscope. 10. Wipe the light guide end face of the scope connector with gauze lightly dampened with rubbing ethanol." Olympus will continue to monitor field performance for this device.